Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's mother reported bent cannula and her son was hospitalized with blood glucose level of 40.6 mmol/l and ketone level of 1.1 mmol/l. He was about to go into shock. The patient was given infusion sets at the hospital and his blood glucose level was stable. His basal insulin was increased, and the parents were told to monitor his blood glucose level. He was hospitalized for 3 days. No further information available.